Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overheated, there was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 car part 803. The complaint was verified. The overheat failure was reproduced during free run testing when the measured max head temp increased to 59.4 degrees celsius, and the cutting testing when the measured max head temp increased to 74.8 degrees celsius. The bur bearing failure most likely created friction that resulted in temp increase. The significant bur end bearing wear was possibly caused by insufficient lubrication since the parts appeared to be dry and no lubricant was observed on the bearing components. The worn chip air and water sealing o-rings may have contributed to the temp increase as well. The root cause of the reported problem was set/tail/head assembly excessive use.